Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced underdose symptoms (dystonia, spasticity, and less than 50% therapy relief) following a recent pump explant and revision of the proximal section of a catheter (see manufacture report # 3007566237-2014-02669). Diagnostic testing included x-rays in which it was noted that the distal segment of the catheter had migrated. The patient was to undergo another revision to address this. It was unknown if diagnostic testing or troubleshooting was performed, the cause of the issue or if it was resolved. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. Additional information has been requested to verify the resolution, symptoms, outcome and drug delivered. It was further reported that the revision occurred to replace the distal segment. The patient was doing well and receiving effective therapy. No products will be returned. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that serial number of the catheter was not available. The explanted product was discarded from the distal revision and will not be returned. The explant date was noted to be approximate. There were no changes in the drug delivered. Should additional information be received a supplemental report will be filed.